Event description:
It was reported that during a thyroidectomy procedure, the teflon strip came off and fell into the surgical field, it was immediately retrieved. The surgeon indicated that the resident continued to activate the device with no tissue present in the jaw. Unk how case was completed. There were no adverse consequences to the pt. Pt info sought, but not yet received.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.